Event description:
Upon review of a (B)(6) male patient's flag files, zoll customer support reported "gel previously released" flags without "gel released" flags as well as high impedance flags. The patient was contacted and issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags and high impedance flags) was confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The cause for the flags was the damaged cable. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.